Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via email that the customer had a low blood glucose which caused the customer to pass out and be sent to the emergency room. Customer reported issues with their eyes and also with the box of infusion sets which were leaking at connection. Customer refused to discuss the issue with the helpline.